Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data on (B)(4) 2014. Data confirms inaccurate readings from cgm.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Dexcom has issued an rga for patient to return the device to be investigated. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.